Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a renal fistula venous pouch in the renal artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing a ruby coil approximately 20 centimeters through the distal end of the lantern, the physician experienced resistance and decided to retract the ruby coil. Upon retraction, the ruby coil unintentionally detached inside the microcatheter. It was reported that due to the high flow nature of the fistula, blood came back into the microcatheter where it caused the ruby coil to get stuck and detach. Therefore, the lantern containing the detached ruby coil was removed. The procedure was completed using two additional ruby coils, a pod packing coil (pod pc), and the same lantern. There was no report of an adverse effect to the patient.